Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to the ipg not working after it was implanted. When the physician took the ipg out, it was noticed that the ipg was faced down. The physician suspected device malfunction. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.